Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin reaction. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a pod site reaction, where they experienced pain immediately after pod insertion, which persisted while the pod was in place. Upon removal of the pod, they observed a rash, redness, with blistering and indicated that their healthcare provider suspected a possible reaction to the cannula material and prescribed an antibiotic cream, which the patient is currently using as directed. The patient shared that they primarily use their legs for pod placement, as they experience less discomfort in that area compared to other sites.